Manufacturer narrative:
It was reported that there was a pressure reading issue. The pressure values were not read causing a pump stop. The failure occurred during treatment. The cardiohelp was exchanged. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation on 2023-03-05. No parts were replaced. The failure could not be replicated. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and ¿no flow signal¿, and ¿pump disposable error ¿ stop¿ could be confirmed on the date of event. According to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: wrong pressure information e.g.: defective / disturbed (emi) pressure sensor, response time is too long, positive or negative pressure beyond specification (release of tubes), software error, too high / low atmospheric pressure. According to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter ¿preparation and installation" and quadrox-ir small adult / adult, chapter "priming the system") the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. Additionally, according to the instruction for use (IFU) of the cardiohelp, chapter "connection the sensors", it is stated to ensure that the connected sensors are not defective and to not use if there is a visible damage. In the instructions for use (IFU) of the cardiohelp (chapter "cleaning and disinfection") the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore, in the IFU chapter "connecting the sensors" it is stated that the sensors must be kept clean. The review of the non-conformities has been performed on (B)(6) 2025 for the period of (B)(6) 2017 to (B)(6) 2025. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2017-07-24. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure ¿pressure values not shown" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that there was a pressure reading issue. The pressure values were not read causing a pump stop. The failure occurred during treatment. The cardiohelp was exchanged. No harm to any person has been reported. As there was a pump stop during treatment and the cardiohelp was exchanged, a report is required. Complaint ID (B)(4).